Manufacturer narrative:
E1: phone extension (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'plunger not in place' error. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for analysis. Reviewed of the event history log (ehl) showed a plunger not in place alarm. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to the broken transistor on the printed circuit board. As a result, the top case and plunger case, worn parts of the lead screw and coupling were replaced. Service history identified the complaint was not related to a previous service of the device within the review period.